Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced pain, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2007, the patient underwent removal of extensive posterior vaginal wall mesh due to recurrent stress urinary incontinence, dyspareunia, exposed mesh, recurrent cystocele. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat cystocele, rectocele and urethral stenosis. It was reported that the patient had the concurrent procedures of abdonimovaginal vesical neck suspension with anterior and posterior repair performed during mesh implantation.